Event description:
It was reported that there was no communication between the carelink and the insulin pump. It was also mentioned that the basal rates were erased without any reason. The alarm history did not reveal any alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that several error alarms were found in the alarm history as a result of a corrupted history file. The device was downloaded to carelink properly. The unit communicated correctly with the remote control. However, the device failed to communicate with the blood glucose meter due to a faulty component on the motherboard. The unit was received with loose/flush drive support disk, cracked battery tube threads, and scratched screen.